Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) his bundle lead was explanted a replaced due to the lead "arching" and that the patient had to "go back three times" due to one of the leads. No patient complications have been reported as a result of this event.